Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) pacing impedance measurements greater than 3,000 ohms. The field representative reported high capture thresholds were also exhibited. Reprogramming was completed and a chest x-ray was ordered. Additional information provided the patient was later evaluated in clinic and there was no capture at maximum outputs. Per physician request lv therapy was turned off. This crt-d remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.